Manufacturer narrative:
Clinical evaluation performed by medical affairs director: approximately 1 year after alif lumbar stabilization, one of the screws sheared off just below the head. This kind of occurrence may intervene when the expected fusion, in this case l5-s1, did not occur. We could not find reports of clinical problems: if the fusion intervened afterwards it is possible that no intervention is required. The report does not specify how, ong after primary surgery the screw was found to be broken. With the information at hand, we cannot draw any conclusion for the scope of the clinical investigation. Batch review performed on 18 june 2019: lot 1720418: (B)(4) items manufactured and released on 22 november 2017 expiration date: 2022-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event.

Event description:
Screw breakage after about 1 year from primary surgery. No revision surgery has been performed for the moment.